Event description:
There was an allegation of a questionable enzymatic creatinine result from the cobas 8000 c702 module. The initial result was 705 umol/l and the repeat result was 77 umol/l which fit with the patient profile.

Manufacturer narrative:
The reagent lot number and expiration date were requested but were not provided. The investigation is ongoing.

Manufacturer narrative:
The field service engineer performed a mechanism check that showed the gear pump pressure was low, so he adjusted the pressure. He cleaned and adjusted the sample probes. He replaced the bath degasser, sample and reagent probes, detergent solenoid valves, and detergent tubing and checked the wash levels. He cleaned the wash probes. Calibration and qc were performed and were acceptable. The investigation determined the service actions resolved the issue.